Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of (B)(6) 2022, for all channels were as follows: revivable microorganisms: > 80 cfu/endoscope (total volume filtered 288 ml) revivable microorganisms: > 28 cfu/100 ml (total volume filtered 300 ml) conclusion of the tests: the number of revivable microorganisms being greater than 25 cfu/endoscope, the results were non-conforming and corresponding to level of action as established by the french regulation of july 4, 2016 and instructions of(B)(6) 2022.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. Supplemental report(s) will be submitted when any relevant new information is available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to target level established by the french regulation of july 4, 2016 instructions of aug 2, 2018. The test results are as follows: for all channels: 1 cfu/endoscope, for distal end: < 1 cfu/endoscope, overall: 1 cfu/endoscope. Conclusion of test: the microbiological quality of the duodenoscope is satisfactory, for the parameters sought, for an endoscope subjected to level disinfection intermediate and rinsed with bacteriologically controlled water. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, and erector channel. Detergent used is aniosyme x3. During manual cleaning detergent used is aniosyme x3. Disinfection used is anioxyde 1000. Brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port, and distal/areas around the elevator. Model numbers of the brushes used is tec care-enr kit2-04-200-y, lot 2205009. Automatic endoscopy reprocessor (aer) device is soluscope series 4. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored horizontally in a simple storage cabinet without drying functionality. Maintenance of the device is by olympus. The device was not sterilized; device was reprocessed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: gram positive bacteria. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the connecting tube was wrinkled and the scope connector water mouthpiece was deformed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.